Manufacturer narrative:
(B)(4). The pst confirmed the complaint. During laboratory evaluation, the pst observed ¿system computer needs service¿ error message. He powered off the ccm and connected the lab-use only(luo) local area network/interface (lan/if) board and observed the ccm to boot properly. He rebooted the ccm five times and observed the ccm to boot up properly each time. He then powered off the ccm. He reconnected the suspect lan/if board and powered on the ccm and observed "system computer needs service" error message determining that the suspect lan/if board is defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, there was a "system computer needs service" error message displayed on the central control monitor (ccm). There was no patient involvement.